Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked at the connection. The following information was provided by the initial reporter: material # 383552 batch # 4050413. Product concern ticket number: pc(B)(4) date of incident: (B)(6) 2024 concern description: blood exposure to staff use daily this is a huge risk to nurses. Additional information received on 24sep nurses are getting exposure to blood from this product is through the IV caps. Once inserted, if blood was overfilled in the tubing it leaks around the luer lock and once flushed with saline or ivf the blood leaks out from the bottom of the cap. I have also had blood leak from the top portion of the cap both on insertion of ivf/sl and after removing sl. Customer response on 26sep these are all separate complaints for the same things. Customer response on 07oct there were gloves on, and no exposure to open wounds.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4050413. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.